Event description:
The customer called to report that he has been experiencing unexplained high blood glucose levels. The customer reported a blood glucose reading of 354 at the time of the call. Troubleshooting was performed, and the time and date were programmed incorrectly. Assisted with the correct programming. The customer was unsure whether or not the rest of the settings were correct. Referred the customer to his hcp. The insulin pump passed the prime test, but failed the high pressure test, and alarmed motor error. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.